Event description:
The suture was used during an unspecified procedure. Reportedly, inadequate suture performance led to undersirable surgical outcome. The hospital provided additional information via medwatch codes which informed co that the suture broke. Also provided via codes, the procedure had to be repeated.